Event description:
During routine testing of the device at the service center, the service technician reported that the probe failed the 3000 volt hypot test. The monitor was originally returned for repair of a module failure when the probe failure was found while doing safety checks on the device. Since this event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.